Manufacturer narrative:
The probable root cause of the reported issue is attributed to potential arcing from the monopolar curved scissors instrument. It can be resolved by disconnecting the bipolar cable when firing the monopolar energy. No product has been returned to intuitive surgical, inc. For evaluation. Per a review of the device logs, the monopolar curved scissors instrument was used in 4 subsequent procedures after the alleged event reported in this record.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the fenestrated bipolar forceps (fbf) instrument became energized when the monopolar curved scissors (mcs) instrument was energized. The customer contacted the technical support engineer team (tse), who advised the customer to release the tissue grasped by the fbf instrument or to disconnect the bipolar cable when the mcs instrument is energized. At the time the issue occurred, the mcs was being used for lateral mobilization, and the fbf was grasping an unspecified ligament; both instruments were in contact with tissue. The tissue grasped by the fbf was burned unexpectedly as a result of this issue. The generator/electrosurgical unit (esu) in use at the time of the event was the erbe vio. Double cannulation was not used during the procedure. The mcs was not in close proximity with the fbf instrument at the time of the event; there was some space between the instruments. To resolve the issue, a back-up instrument of the same kind was used to replace the fbf. The patient was reportedly not injured as a result of this event.